Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The complaint device was not returned for product analysis. Media inspection revealed that the imaging window was detached. The complaint device was returned for product analysis. A visual examination revealed that the imaging widow detached in the lapjoint section. Impedance testing shows an electrical open at proximal wave form. Guide wire test will not be executed due to imaging window detached. Media attached to the parent record confirms the imaging window detachment. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 130cm to 140cm. No other issues were identified during the product analysis.

Event description:
It was reported that partial fracture occurred. The 70% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was damaged but not completely fractured so it could not be used. The device was withdrawn directly along the guidezilla guide extension catheter. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). The complaint device was not returned for product analysis. Media inspection revealed that the imaging window was detached. H3 other text : media review.

Event description:
It was reported that partial fracture occurred. The 70% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was damaged but not completely fractured so it could not be used. The device was withdrawn directly along the guidezilla guide extension catheter. The procedure was completed with another of the same device and the patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).

Event description:
It was reported that partial fracture occurred. The 70% stenosed target lesion was located in the left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter was damaged but not completely fractured so it could not be used. The device was withdrawn directly along the guidezilla guide extension catheter. The procedure was completed with another of the same device and the patient condition following the procedure was stable.